Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient or event information was available. The customer indicated that the issue was resolved and declined further assistance from tandem technical support regarding the issue.